Manufacturer narrative:
(B)(4).the device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with a false air in line alarm on channel b was discovered and confirmed by baxter service personnel. This condition was caused by the channel b air in line printed circuit board being out of calibration. The channel b pumphead module was replaced to correct this condition. A service history review was performed revealing that the reported condition is not related to any previous customer service request on this pump. However, during previous service, the pumphead module was replaced. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
During product evaluation by a baxter service technician, a colleague infusion pump experienced a false air in line alarm on channel b. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available. This device is an unremediated colleague pump with a user interface module software version of 5.04.00.